Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The subject device is not available; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, hemorrhage is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu).

Event description:
It was reported that intracranial bleeding without perforation was observed after advancing a competitor¿s microcatheter through the microcatheter (subject device). The physician administered 38.9mg of tissue plasminogen activator (t-pa) intravenously. The physician believed that excessive manipulation during advancement of the competitor device through the microcatheter likely contributed to the event.

Event description:
It was reported that intracranial bleeding without perforation was observed after advancing a competitor¿s microcatheter through the microcatheter (subject device). The physician administered 38.9mg of tissue plasminogen activator (t-pa) intravenously. The physician believed that excessive manipulation during advancement of the competitor device through the microcatheter likely contributed to the event.